Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to an increase in threshold measurements above the programmed output. The output was increased and the lead remains implanted. The patient is pacemaker dependent but as an intrinsic escape rhythm of 30 bpm. The patient was referred from wyong hospital emergency department to royal north shore hospital for further evaluation. Additional information received indicates that the patient was scheduled for surgical intervention. Routine testing performed prior to the procedure noted that the rv threshold had decreased. This was checked multiple times and found to be stable. Based on these results the surgeon decided not to surgically intervene on the lead.